Event description:
Procedure type: donor nephrectomy. According to the reporter: the device did not cut well. A new device was opened to complete the procedure. There was oozing. There was no unanticipated tissue damage or tissue loss. Nothing fell into the patient's cavity. The case was not extended by more than 30 minutes. There was no patient harm.

Manufacturer narrative:
(B)(4).